Event description:
It was reported that the lead showed high impedance. The next day, the clinician reported that the patient is in the hospital and a lead revision is scheduled. It was also reported that the lead had elevated thresholds. The patient had a fever. The revision will be delayed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.